Event description:
Pump declared an altitude alarm, causing insulin suspension. There was no adverse impact to the customer's blood glucose level. Customer was instructed to remove an obstruction from speaker holes, clean them, and follow procedures to resume insulin delivery, resulting in the pump returning to normal operation without recurrence of the alarm.